Manufacturer narrative:
(B)(4). The anesthesia system was investigated on-site by the biomedical engineer and our field service engineer(fse). The biomedical engineer had replaced the patient breathing system, the absorber, the water trap, and the patient cassette but, the system still failed during the system check-out tests. When our field service engineer arrived on-site and tested the system, it was found functioning normally. Several system check-out tests were performed successfully. No parts were replaced. Evaluation of the received device logs confirmed that system check-out tests on the date of event failed the pressure transducer, safety valve, vaporizer inlet/outlet valve, auto ventilation leakage, and the manual ventilation leakage sub-tests due to leakage. It also confirmed that system check-out tests passed several times, without deviations, at the time when the field service engineer was on-site. The reported failures during system check-out tests can be confirmed in the device logs but, since no fault was found during the on-site investigation, and since no parts were found faulty, the cause for the system check-out tests failure as reported could not be determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the anesthesia system failed during system check-out testing. There was no patient involvement reported. (B)(4).